Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy because she saw gaps of air in the patient line while on the homechoice (hc) machine during fill 1. The technical service representative (tsr) assisted the home patient (hp) with ending therapy so that hp could start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.